Event description:
On 7/27/94 an aus device was implanted. On 2/12/96 a tandem cuff was implanted. On 7/10/96 the original cuff was removed from the pt and replaced due to recurring incontinence, explanted proximal cuff and implanted new cuff distal.